Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
An allergan practice development manager reported a patient treated to the lower abdomen using the coolmax applicator has developed paradoxical hyperplasia.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01381-00.

Event description:
The case is a duplicate to (B)(6). Subject: suspected of paradoxical hyperplasia - case owner: (B)(6). Description: the pdc reported that it received contact from the clinic stating that a patient may have developed hyperplasia. The doctor does not want to register the case. Here is the information we have: patient: (B)(6). Treated area: lower abdomen. Applicator: cool max.

Manufacturer narrative:
Corrected data: d1, g1.

Event description:
Upon further review of the reported event, this report¿has been identified as a duplicate report.